Event description:
It was reported to medtronic neurosurgery that the patient's shunt was explanted due to blockage.

Manufacturer narrative:
The device has not been returned to the manufacturer. A review of the manufacturing records was not possible as no lot number was provided. The instructions for use that accompany the device note that "shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris." All of the valves are 100% tested at the time of manufacture.